Manufacturer narrative:
The device was not returned for evaluation, so no results are available and no conclusions can be drawn. The lot number is unknown; therefore the device history records are unable to be reviewed.

Event description:
It was reported that a patient was found to have post-op heterotopic ossification at the level of their mobi-c implant. There is no revision scheduled at this time.

Manufacturer narrative:
This medwatch is submitted to send the initial report of this complaint. Reference and lot number of concerned device are not known. Attempts to obtain additional information have been made and no answer has been provided yet. So far, is not possible to perform the review of traceability and devices history records. Product was not returned yet, no evaluation could be performed. Investigation still in progress. Product location unknown.

Event description:
Mobi-c p&f us: heterotopic ossification. Information was gathered through the 2019 annual mobi-c ess surgeon survey. In response to a question asking if any given indicators of potential adverse events had been observed in the past year, respondent chose, heterotopic ossification. Surgeon classifed the heterotopic ossification, class I at c6-7, class IV at c5-6. Patient diagnosis, pre-implantation described by surgeon as, c5-6 / c6-7 cervical disc herniation w/ radiculopathy. No actions were taken by the healthcare facility. Additional information was requested. Investigation still in progress.